Event description:
A malfunction was reported on a pump, with no notable events occurring prior. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset instructions and assisted in resetting the pump, with no recurrence of the malfunction code after the reset. The customer was advised to continue using the pump and to report if any further issues occurred.